Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during the fill tubing step, the customer used over 20 units of insulin and was not seeing drops of insulin exit the end of the tubing during filling. Recommendation was made to load a new cartridge. The customer declined assistance from tandem technical support with loading a new cartridge and stated they would prefer to do so after the call was ended. There was no impact to the customer's blood glucose level.